Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. B3/date of event: 01 november 2022. D/concomitant medical products: cv-190plus(7902531)/clv-190(7986761) date: 01 november 2022 e2/e3: health professional? Yes - occupation: nurse. G2/report source: health professsional (checked).

Event description:
The customer reported to olympus that while using the evis exera lll gastrointestinal videoscope, there was a foreign object in the suction cylinder. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; there was a foreign object found inside the suction cylinder. The adhesive part of the lighting lens had come off, the channel cleaning brush was completely inserted due to clogging of the suction channel in the universal cord, the amount of suction was insufficient due to abrasion of the suction cylinder. The suction cylinder was scraped and there was paint peeling off, the bending angle was insufficient due to elongation of the angle wire, the play of the angle knob was out of the normal state due to elongation of the angle wire, the flexible tube of the insertion section was crushed, scratches were found on the operation part, there was a check for backlash on the operation part, and there were curved rubber scratches. Additionally, scratches were found on the following device components: switch button one (1), the switch box, the operation unit cover, the right/left knob, the grip, the universal cord, the operation part side of the universal cord, the scope connector side of the universal cord, the scope connector, the scope connector cover, and the right/left angle fixing knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was larger than the inner diameter of air/water (a/w) nozzle got into the (a/w) channel caused clogging. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.